Event description:
The maquet regional manager received an e-mail on (B) (6) 2009 about another hospital accounting stating, "heard today that one of the hemopro tips caught on fire." A maquet field clinical representative "fcr" contacted the hospital account surgical technician on 04/27/2009 and he stated, "during a case on (B) (6) 2009, the hemopro tip was bright red hot and smoking. There was no fire and there was no flame. The staff unplugged the device and opened a new one. Finished the case without injury." The hospital did not report any pt complications. The technicians thought they used the IFU recommended sterrad during sterilization, but were not sure. They have never reordered new cables and were not aware of the IFU recommendation of 20 sterilization cycles before replacement may be required.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).